Event description:
New information received notes the asymptomatic patient had many events of non-sustained right ventricular oversensing all due to far p-wave oversensing. Programming suggestions were made and relayed to the physician. No further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in-clinic with inappropriate mode switching as a result of far r oversensing. No further information is available.